Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. D6b - date of explant was unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's scs system was explanted some time in 2014 due to an unknown reason.